Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated re-intubation of a replacement was required. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found foreign material on lens surface (clear residue) and only half lens was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated re-intubation of a replacement was required.